Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The device has been received for investigation. A follow up will be submitted upon completion of device investigation. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
Data was provided for evaluation and product was not provided for evaluation. Loss of connection was confirmed via data. The probable cause was the transmitter and app were unable to establish a connection. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the data log confirmed the reported event of loss of connection. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.